Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1; additional information received from the affiliate stating that the secondary account name is (B)(6) (neva-medica).

Event description:
It was reported that one year following an unspecified surgical procedure using a milagro advance screw 7x30mm anchor device, the patient noted a mass in the upper third of the tibia. An MRI of the left knee joint was performed and exhibited screw migration from the tibial canal, the integrity of the anterior cruciate ligament graft was intact, postoperative changes in the lateral meniscus, and chondromalacia grade 2-3 of the left knee joint. It was reported that the patient underwent revision surgery to remove screw fragments and drain a soft tissue cyst. There were no reports of injuries or prolonged hospitalization. It was reported that the patient¿s condition was satisfactory following the revision procedure. It was reported that the patient will undergo standard management, observation, and rehabilitation post discharge. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics; however a video and photos were provided for evaluation. Visual inspection of the returned photos and video found the cyst being drained from the patient, additionally the implant screw could be observed broken in several fragments which is consistent with the damage cause by the removal of the device from the tibial canal. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the milagro advance screw 7x30mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the reported issue can be attributed to tissue reaction due to the material of the screw. As stated on instructions for use IFU: adverse effects of the absorbable implanted devices include mild inflammatory and foreign body reactions. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.